Event description:
It was reported by the customer's mother that the customer had a motor error on the insulin pump. Customer stated that the insulin pump stopped delivering insulin and a black circle came back on. Customer's blood glucose level was 409 mg/dl. It was found that the motor error alarm occurred when the customer tried to correct for the no delivery error. Customer was advised that insulin pump will need to be replaced. Customer's mother reported that the customer did a manual injection and declined to troubleshoot for high blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery or motor error alarms were noted. The motor was tested outside of the device and passed. No cosmetic damage was noted.